Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for a thoracic descending aortic aneurysm using conformable gore® tag® thoracic endoprostheses (ctag). The patient¿s pre-operative medical history included total arch replacement and elephant trunk procedure for type a aortic dissection ((B)(6) 2013) and open abdominal aortic repair using a y graft ((B)(6) 2012). Two ctags (proximal tgu373720j and distal tgu454520j) were placed successfully, and the patient tolerated the procedure. On an unknown date (but prior to (B)(6) 2022), computed tomography showed a type ib endoleak and enlargement of the aortic diameter within the distal treatment area. According to the physician, disease progression seemed to contribute the type ib endoleak. Therefore, an additional procedure was indicated. On may 13, 2022, two gore® tag® conformable thoracic stent grafts with active control system (proximal tgm454520j, distal tgm454510j) were additionally implanted distal to the previous devices (the distal end of the additional device was placed just proximal to the superior mesenteric artery). The endoleak was resolved. The patient tolerated the reintervention.